Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to severe chest pain and hurting down both of his arm, trouble breathing, throwing up on (B)(6) 2019. The customer¿s blood glucose level was 448 mg/dl at the time of hospitalization. The customer was admitted to hospital for overnight but the doctor said that he did not have diabetic ketoacidosis. The customer treated with pain medicines in hospital. Customer was unable to complete carelink upload. The customer also stated that the infusion set was bent underneath his skin. The customer declined troubleshooting for high blood glucose value and bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.